Manufacturer narrative:
(B)(4).

Event description:
A family member of a patient implanted for gastrointestinal/pelvic floor reported that the patient recently had their implant readjusted with a manufacturer representative and experienced strong stimulation. An event date of (B)(6) 2015 was noted. After lowering stimulation, they were able to feel comfortable stimulation. Later, the patient experienced terrible pain in the vaginal area, stimulation was uncomfortable, and stimulation was too strong for the patient. Therapy was on and after decreasing stimulation, the patient didn't feel uncomfortable stimulation anymore. Troubleshooting resolved the reported issue. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer's family member reported that stim was decreased by 2 after speaking with patient services and the stimulator had been fine since then. It was noted that the patient was able to turn off the device using the programmer for an unrelated procedure. The patient had a urinary tract infection and possibly clostridium difficile (c. Diff). The patient will also need an aortic valve replacement in future. The stimulator was the least of the concerns. There was a concern that the battery was getting low based on the age of the device. They planned to deal with that later as the stimulator was working and not causing the patient pain.